Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during the case the scrub tech was unable to screw the glenosphere inserter tip onto the baseplate inserter handle due to it being cross threaded. The circulator opened up the back up set and a different glenosphere inserter tip was used. Because there was another set available there was no negative impact to the patient nor was surgery time extended due to this. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the inner threads were cross threaded. Device had signs of usage and no additional damage was identified on its surface. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces, such as, overtightening and impaction forces while the device is not fully threaded. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since the mating device was not returned, however, based on the observed condition of the device, it is reasonable to conclude that this condition would likely impede the device from securely attach or holding its mating device. Therefore, the reported allegation can be confirmed. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the scrub tech was unable to screw the glenosphere inserter tip onto the baseplate inserter handle due to cross threading. The circulator opened the backup set and a different glenosphere inserter tip was used, resulting in no negative impact to the patient and no extension of surgical time. All available information has been disclosed.